Manufacturer narrative:
Note: product reference 4436946 is not cleared for sales in the USA, but it is similar to the product reference 5436946 cleared under #510k130576. Batch history review: we have checked the manufacturing file of the involved batch of celsite access ports which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported to us on this batch of access ports released in january 2020. Investigation results: we did not received the complaint sample or x-ray pictures for investigation. Conclusion: without the complaint sample and the x-ray pictures for investigation, no thorough investigation is possible and we cannot conclude on the real cause of the incident. It is a known complication of the access port implantation, taken into account in the IFU. Several factors could be at the origin of thrombosis: trauma to the vein, catheter tip placed to high in the svc, patient hyper-coagulability, vein diameter too small compared to the catheter diameter (child, teenager...). It is worth noting that 4 cases of thrombosis were simultaneously reported by the same hospital. We can wonder whether a particular practice could be at the origin of these incidents. If new elements become available in the future, we will re-open this complaint. This is a very rare incident; no corrective action is currently envisaged.

Event description:
"The patient with "breast cancer" needed to come to the hospital for chemotherapy regularly. On (B)(6) 2020, the infusion port was implanted into the right internal jugular vein under local anesthesia in the operating room. After the operation, the patient returned to the ward safely, the dressing was clean and dry without exudation, and the drug had no extravasation. On (B)(6) 2020, the patient reexamined the b-ultrasound, which showed that the inner diameter of the right internal jugular vein was normal, and several isoechoic masses with large size of 7.7 mm × 2.2 mm were attached to the wall of the visible part of the indwelling tube. Cdfi: the blood flow signal of the vein could be seen, filling defect could be seen locally, and the spectrum morphology was normal. It was considered that thrombus attached to celsite in the right internal jugular vein. The patient was given deep arteriovenous catheterization nursing and anticoagulant therapy. The patient took the rivaroxaban tablets 15mg (bid) orally, subcutaneous injection of low-molecular-weight heparin sodium injection 5000iu (q12h). On (B)(6) 2020, after thrombolytic and anticoagulant therapy, b-ultrasound showed that the diameter of the right internal jugular vein was normal. Several large isoechoic masses with 9.4x2.4mm were attached to the wall of the visible part of the indwelling tube. Cdfi: the blood flow signal of the vein could be seen, filling defect could be seen locally, and the spectrum morphology was normal. Considering that the chemotherapy was over, on (B)(6) 2020, took out the infusion port under local anesthesia in the operating room. The process was smooth, the dressing was clean and dry, and the patient had no complaints. On (B)(6), the patient was discharged. No sample or picture provided."